Event description:
The customer reported that one to two drops of liquid leaked from the coulter ac-t diff 2 analyzer onto tube caps when running patient samples. The leak was not contained. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included gloves. There was no biohazard exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Beckman coulter inc. Customer technical support (cts) led the customer through instrument troubleshooting. Beckman coulter inc. Cts instructed the customer to remove a slightly dirty probe wipe block and tubing number five that had a visible fibrin clog. Cts instructed the customer on the proper cleaning procedures and the clog appeared to be gone. The customer installed the tubing and probe block and reran a previously tested sample three additional times. Drops still appeared on the tube cap. The customer then increased the vacuum; this did not appear to resolve the issue either. However, upon continued usage on the instrument, the issue was eliminated and droplets stopped appearing on the tube caps. Though no erroneous results were generated for this event, upon recurrence, there is the potential for the generation of discrepant results. The failure mode of this event is unknown, but may be attributed to the instrument services performed by the customer. (B)(4).